Event description:
Customer called to report that she had an allergic reaction to the breast shield. Mom was exclusively pumping and contracted contact dermatitis. In addition she contracted hives on her breast. Customer received a steroid treatment.

Manufacturer narrative:
The customer's health care professional is looking for an alternative breast shield for the customer to use. The product in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. A medela clinician will attempt to contact the customer to get more information. Should additional information or the original product be received, resulting in a new, changed, or corrected information, a follow-up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer allergic reaction. For issues related to breast shield 87073 (used with any pump) causes rash and/or itching and/or allergic reaction - are under investigation (B)(4).